Manufacturer narrative:
Device had unresponsive up button due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Device had minor scratched lcd window, cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer had to press buttons little more and no delivery alarm for a while. The insulin pump will not be returned for analysis.